Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the screen on this unit does not power up at all. There was no patient involvement at the time of the incident.

Manufacturer narrative:
Device evaluation: the carefusion field service representative evaluated the unit and determined the cause to be due to a faulty front panel. The front panel was replaced and tested which resolved the issue. The operational verification procedure was ran and the unit placed back into service. In the event the front panel is returned for evaluation a follow-up report will be submitted.